Event description:
It was found that parts of 4 products have cracked at inner side of the grip parts when they were checked upon the inspection of the returned loner kit from the hospitals. There were no report from the hospitals on the issue. Therefore, there was no info how the cracks were occurred.

Manufacturer narrative:
Investigation in progress but not yet complete.